Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient will be re-evaluated at the next follow-up appointment and alternate shock vectors will be assessed if the trend continues to worsen. This product remains in service. There were no adverse patient effects.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance. Ts reviewed device data and noted the shock impedance had been steadily increasing for the past year. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The system was subsequently removed from service.the boston scientific sales representative stated there were no obvious signs of damage to the lead or the device header. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.